Manufacturer narrative:
D3: correction h3 and h6. Codes: updated. Device evaluation: the complaint was confirmed on visual inspection. The downstream occlusion (dso) seal was found to be degraded, additional scratches were found on the lens. The dso seal and lens were replaced, and the software was updated. The probable cause was dso seal degraded/delaminated. The device passed all testing after the repairs. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the downstream occlusion (dso) sensor seal was bubbled/ripped, and the device required a software upgrade. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.